Manufacturer narrative:
(B)(4). This customer reported a failure to discharge at 50j via paddles. There was no impact to the involved patient. The users switched to a different defib to deliver therapy. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported a failure to discharge at 50j via paddles. There was no impact to the involved patient. The users switched to a different defib to deliver therapy.